Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert appearing in the pump history around the time the issue began. There was no adverse impact to the customer's blood glucose level as the pump did not shut down or become unable to restart. The customer resolved the issue by switching from non-tandem charging supplies to a tandem wall adapter and charging cable, after which the pump began charging again and no further assistance was required.